Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a dilation procedure. The exact procedure date is unknown. During the procedure, the cre fixed wire dilatation balloon was used to dilate stricture but the balloon would not inflate. Additionally, leak was noted to the balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.